Event description:
It was reported that during an implant procedure, the attempted implant of this right ventricular (rv) lead was unsuccessful due the rv lead exhibited loss of capture (loc) and high out of range pacing impedances. The physician reported that once the rv lead had exhibited the loc when the rv lead was inserted and configured to bipolar settings. A pacing system analyzer (psa) test was performed, and the rv lead was observed to have pacing impedances that were greater than 2000 ohms. The physician suspected that the rv lead was fractured. The rv lead was removed and replaced with a new lead successfully. No additional adverse patient effects were reported. The rv lead is expected to be returned for analysis.

Event description:
It was reported that during an implant procedure, the attempted implant of this right ventricular (rv) lead was unsuccessful due the rv lead exhibited loss of capture (loc) and high out of range pacing impedances. The physician reported that once the rv lead had exhibited the loc when the rv lead was inserted and configured to bipolar settings. A pacing system analyzer (psa) test was performed, and the rv lead was observed to have pacing impedances that were greater than 2000 ohms. The physician suspected that the rv lead was fractured. The rv lead was removed and replaced with a new lead successfully. No additional adverse patient effects were reported. The rv lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.